Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the two infusion set tubing detached from connector and infusion set is used for 24 hrs. No further information available.